Manufacturer narrative:
The other adverse events issues questionnaire was submitted by quality with limited information. There are no potential causes of stroke as stroke has never been attributed to the device in previous complaint investigations. The stimulator is used to treat pain. The cause of the stroke is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
On (B)(6) 2025 the patient experienced a stroke which was confirmed via MRI. The patient is experiencing weakness on their right side as well as some speech issues. As of (B)(6) 2025, the patient is in rehab and getting stronger.